Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The customer stated when the meter powered on the display was very faint and could not be read. During a display check, the customer could not see the "888" in the results field. The last time they used the meter they could see the results field clearly. The customer replaced the batteries and the meter would no longer power on.